Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the application was stuck. The technical support specialist checked datasync log and station performance status and stated that there was no issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system application was stuck when user trying to recover failed drawer. The customer added that this malfunction occurred during the user trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.